Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2015 for investigation. Investigation results as follows: a visual inspection was performed. The load plate cover was split and the short black cover was damaged. Both of these parts were replaced. The archive data was analyzed which confirmed the user advisory 7 (discrepancy between load 1 and load 2 too large), with one load cell reporting very high. Functional testing was not performed, due to the user advisory 7, which also confirmed the reported complaint. Based on the investigation the parts identified to be replaced were the load cell and the short black cover. Which remedied the reported complaint of the autopulse displaying user advisory 7. In summary, the customer's reported complaint of the platform displaying a ua 7 error message was confirmed during review of the platform's archive data and was also replicated during functional testing. Further investigation determined that the load cell and the short black cover needed to be replaced to remedy the customer's complaint. A load cell characterization test was performed, which verified that both load cells were functioning within specification. After the load cell and the short black cover were replaced, the platform passed all final functional testing.

Event description:
It was reported that during a shift check the autopulse platform s/n (B)(4) displayed user advisory 7 (discrepancy between load 1 and load 2 too large). No patient involvement. No further information provided.